Event description:
It was reported that prior to surgery, it was observed that the motor device experienced an e6 error. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was worn out and was starting to die. It was determined that all of the issues ( e6 and intermittent power) are a result of the motor going out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be damage due to immersion during cleaning which is failure to follow the directions for use and would be misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.